Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary device not communicating. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating and was in critical override. The technical support specialist advised the customer to check with the information technology team to verify if there was a network issue with the device. The customer confirmed with the information technology team that the pyxis station was connected to the network. The tss noticed that the device was no longer in critical override. The system functioned as intended after the technical support specialist resolved the issue.